Manufacturer narrative:
Alleged failure: failed insulation scan. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be a breach in the insulation near the distal end. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4). Mfg date: the device manufacture date is not known.

Event description:
It was reported that the insulation had been compromised.